Event description:
It was reported that the patient had been utilizing the spinal cord stimulator and had noted that the battery seemed to heat up during charging. The battery site was evaluated and the stimulator was reprogrammed. It did appear that there might have been a small dent in the superior face of the battery on palpatory testing. It was noted that the patient was getting good stimulation. It was further noted that the patient was utilizing his stimulator appropriately and the battery site was okay. It was further reported that the patient was supposed to call the office if the battery heating up persisted but the office never heard anything back from the patient. Since the patient was receiving effective therapy no device malfunctions were suspected. It was noted that the patient was last seen on (B)(6) 2010. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 37752, serial# (B)(4), implanted: (B)(6) 2009, product type: recharger; product ID 37743, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. (B)(4).